Event description:
A surgeon reported that during vitrectomy surgery, tiny bubbles intermittently came out from the cutter port. The bubbles floated and accumulated on the posterior capsule, hindering the surgeon's view. The surgeon was able to continue the surgery without impact to the patient. No further information is expected for this case.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received at the manufacturing site for evaluation. The device history records (DHR) for the lots were reviewed. The product was released according to the manufacturer's acceptance criteria. A root cause has not yet been identified. (B)(4).